Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses and the up arrow button was found to be sticking. The keypad was removed and contamination was observed under the button contacts and the button springback was inverted.

Event description:
The patient reported that the up arrow keypad button was not responding appropriately. She stated that the up arrow button had a delayed response and caused scrolling. The patient reportedly wore the pump under clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.